Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for any cap defect or leakage. Batch history record review did not identify any evidence for which the customer submitted the complaint. In addition, five (5) samples were randomly selected, and inspected for any damage between the cap and the mouthpiece with satisfactory results. Vacuum draw test was performed to retention samples with satisfactory results. Complaint is unconfirmed based on retention samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. On rare occasions, a vial may not be sealed sufficiently the contents of the vials may leak or spill, especially if the vial is inverted. If the vial has been inoculated, treat the leak or spill with caution, as pathogenic organism/agents may be present. To minimize the potential or leakage during inoculation of specimen into culture vials, use syringes with permanently attached needles or bd luer-lok tips. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 20 broken bottles were observed by the laboratory personnel. In the event of a broken or leaking bottle, there is potential for injury and exposure to eyes, mouth, other mucous membrane, non-intact skin, or parenteral contact with blood or other potentially infectious materials. There was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR; a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 20 broken bottles were observed by the laboratory personnel. In the event of a broken or leaking bottle, there is potential for injury and exposure to eyes, mouth, other mucous membrane, non-intact skin, or parenteral contact with blood or other potentially infectious materials. There was no report of patient impact.